Event description:
It was reported that an infusor device had a smear on the tubing that looked like ink stains. This observation was made during filling of an unknown drug. There was no patient involvement. There is no additional information available.

Manufacturer narrative:
(B)(4). The black marks found on the exterior surface of the tubing segment were consistent with ink stains, which are used during the manufacturing process. The cause of the reported condition is unknown. A quality alert was issued to the manufacturing personnel. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the unit noted a black ink stain located on the outer surface of the tubing. The ink stain was not in the fluid path. If additional relevant information is obtained, a supplemental report will be submitted.